Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# j0217084v, implanted: (B)(6) 2002, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 74002, lot # n423896, implanted: (B)(6) 2014, product type adapter; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0222848v, implanted: (B)(6) 2002, product type lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported that an x-ray showed the lead and extension had migrated down to the implantable neurostimulator (ins) pocket. The patient did not feel stimulation when testing this lead. There was low impedance ¿two.¿ diagnostic testing or troubleshooting included impedance testing, x-rays and reprograming. The product status of the lead and extension was implanted and out of service. The event occurred during normal use. It was unknown if actions were required as a result of the event. It was unknown if there were symptoms or complications associated with the event. It was unknown if a revision or replacement had been scheduled. The cause of event was not determined. There was a 50% or greater symptom reduction. The patient¿s status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.